Manufacturer narrative:
(B)(4).

Event description:
The customer had an ongoing issue with qc imprecision for the elecsys ft4 ii assay on cobas 8000 e602 module serial number (B)(4) since (B)(6) 2017. The customer stated they run the assay on two instruments, but only this one instrument was having problems. The customer tried a new lot of calibrator material and other reagent packs but this did not resolve the issue. The customer stated they received a questionable result for one patient sample on (B)(6) 2017. The initial result was 1.40 ng/dl and the repeat result on (B)(6) 2017 was 1.13 ng/dl. The initial result was reported outside the laboratory. The customer did not know which result was correct. Information concerning if the patient was adversely affected was requested, but it was unknown. No adverse event was reported. The customer believed the problem could be a shipping issue as they had been using this lot of reagent since approximately (B)(6) 2016 and the issue did not occur until they began using a shipment received on 01/10/2017. They used new reagent that was received 02/01/2017 and there was no issue. The field application specialist investigated and found the issue was with the reagent pack. A new reagent pack from a different delivery date was loaded and calibrated. The customer ran qc and precision with results within specifications. Further investigation found the root cause of the issue was most likely a transportation, storage, or handling issue with one reagent pack.